Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
When the physician attempted to remove the wire guide from the punctured needle, the wire guide got stuck with the needle, and the physician could not withdraw the wire guide. He pulled the wire guide with strong force and was finally able to remove it. It was further noted that the coil was elongated near the proximal portion. Another device was used to complete the procedure without any product issues. No adverse effects were reported as a result of this product problem.